Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02638. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent rectocele repair on (B)(6) 2012 due to pelvic floor dysfunction with rectocele. It was also reported that the patient underwent perineoplasty and mesh excision on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, fistulae, rectocele, intussusception and emotional pain. The patient underwent excision of eroded mesh, revision of mesh, and rectocele repair on (B)(6) 2004 due to voiding dysfunction, erosion, and recurrent rectocele. It was reported that the patient underwent lysis of adhesions on (B)(6) 2006 due to chronic pelvic pain. The patient underwent excision of eroded mesh on (B)(6) 2006 due to dyspareunia and mesh erosion. It was reported that the patient underwent excision of mesh on (B)(6) 2009 due to mesh erosion. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence, rectocele and urinary frequency. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, incontinence, hematuria, urgency, and urinary tract infection.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent laparoscopic extensive lysis of adhesions, and bilateral oophoropexy on (B)(6) 2005. It was reported that the patient underwent lysis of adhesions-bowel adhesions, right salpingo-oophorectomy, multiple peritoneal biopsies and appendectomy on (B)(6) 2005 at (B)(6) hospital. It was reported that the patient underwent stage 1 interstim surgical trial(lead implantation) under fluoroscopy and programming on (B)(6) 2014 by dr. (B)(6) at (B)(6)hospital. It was reported that the patient underwent removal of interstim lead on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.